Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remained implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician reported a zct300 toric intraocular lens had rotated 25 to 30 degrees post implant in the right eye of a female patient. At day one post-op the patient¿s uncorrected visual acuity was 20/150 and corrected visual acuity was 20/40. The lens was subsequently repositioned in a secondary surgery. In follow up it was learned the patient is doing well.

Manufacturer narrative:
Section h6 of the initial report indicated a patient code (B)(4) this was entered in error. The correct patient code is (B)(4) for rotation of the lens in a secondary procedure. All pertinent information available to abbott medical optics has been submitted.